Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump that was not coming on was confirmed and reproduced during product evaluation. This condition was due to a defective micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an ipump with a condition of "it's not coming on." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a micro processor unit printed circuit board issue. No additional information is available.